Event description:
Endoscope used in patient¿s esophagogastroduodenoscopy (egd) procedure was previously used in a known carbapenem-resistant enterobacterales (cre) positive patient 5 days before. Whole genome sequencing results indicated that the isolate from our subject patient was genomically linked to the isolate of the patient known to have cre, in a manner consistent with a plausible epidemiological linkage of the shared endoscope that we¿ve identified. We don¿t feel there was any gap in processes, but since this is the first we have heard of cre being able to be transmitted in the simple egd scope (it was not felt to be possible prior) the team thought that it should be reported as a potential concern. Review and plans for follow up surveillance and disclosure to affected patients are in progress. The scope has been sequestered. We are working with 2 different companies for scope cultures and a scope inspection. Both are possibly being done this week.

Event description:
Endoscope used in patient¿s esophagogastroduodenoscopy (egd) procedure was previously used in a known carbapenem-resistant enterobacterales (cre) positive patient 5 days before. Whole genome sequencing results indicated that the isolate from our subject patient was genomically linked to the isolate of the patient known to have cre, in a manner consistent with a plausible epidemiological linkage of the shared endoscope that we¿ve identified. We don¿t feel there was any gap in processes, but since this is the first we have heard of cre being able to be transmitted in the simple egd scope (it was not felt to be possible prior) the team thought that it should be reported as a potential concern. Review and plans for follow up surveillance and disclosure to affected patients are in progress. The scope has been sequestered. We are working with 2 different companies for scope cultures and a scope inspection. Both are possibly being done this week.